Event description:
The customer reported that the etco2 showed a dashed line and did not provide values during care of a patient. There was no death or serious injury reported. Additional information is being requested and the investigation is ongoing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.